Event description:
It was reported that the pt had a hysterectomy in 2000 due to cervical cancer. The pt returned in 2001 because the suture was spitting. Dr sedated pt in 2001 and made small incision to remvoe a knot of panacryl.